Manufacturer narrative:
The dispatched fse has visually inspected the area of the broken hose port at the peep/pmax valve. He came to the conclusion that a pulling force must have been applied to the attached tube which led to the ripping-off of a housing section from the valve cap. After the valve cap had been replaced the device passed all consecutive tests and was released for doing service on patients. The respective hose is used to pneumatically control the peep/pmax valve operation. With a missing control pressure for this valve the correct pressure inside the breathing system can't be maintained anymore. Depending on the limits set by the user this will lead to corresponding alarms. Switching to manual ventilation is possible without restriction giving the user a method at hand to finish the procedure or to bridge the time until a replacement unit is made available. This has obviously worked as intended since no patient consequences have been reported.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate follow-up-report

Event description:
It was reported that during a case, the user had difficulty maintaining the set values. There was no patient injury reported.